Manufacturer narrative:
Evaluation: review of device history record (DHR)/review of inspection records: as the lot code was not given a review of the manufacturing documents could not be done. The k-wire and the pouch are the sterile components of the packed k-wire. The outer plastic tube is not sterile. During the surgery, the outer plastic tube should be used by unsterile personal only. On the surface of the inner pouch and on the plastic tube are two sterilization dots visible. These dots indicate the sterile status of the components. If the sterilization dots shows another color than red, the product has to be classified as unsterile. A more reasonable statement is not possible due to missing k-wire and missing information. With the current status of information a real root cause for this event could not be determined. The device was not returned to the manufacturer for evaluation. A real root cause could not be determined.

Event description:
During g3 surgery, the nurse opened plastic case of k-wire and it was handed to the surgeon without opening the sterilization pack of k-wire. The surgery was completed. After surgery, the surgeon and nurse noticed that the outside of the sterilization pack was non sterilization. The surgeon requested the improvement of the label of the package.